Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device was evaluated by manufacturer: the device was returned for analysis. The tyvek pouch was opened and the device was removed from the packaging hoop. There was no damage noted to the packaging hoop. The device did not exhibit any signs of use. A vertical indentation mark was present on the front of the pouch and measured approximately 14mm in length. The top of the pouch label was also torn. The indentation did not pierce the pouch. The damage noted on the pouch is likely caused by the pouch snagging on another object prior to use and subsequently being pulled against resistance resulting in the label being torn also. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking, the device got stuck to the packaging. A pcb 6.00mm/2.0cm/50cm otw 2cm peripheral cutting balloon catheter was selected for a procedure. Upon unpacking, the device got stuck in the packaging thus causing a notch in the bag. Another of the same device was used to complete the procedure. No patient complications were reported and the patient condition is stable.

Event description:
It was reported that during unpacking, the device got stuck to the packaging. A pcb 6.00mm/2.0cm/50cm otw 2cm peripheral cutting balloon catheter was selected for a procedure. Upon unpacking, the device got stuck in the packaging thus causing a notch in the bag. Another of the same device was used to complete the procedure. No patient complications were reported and the patient condition is stable.